Event description:
It was reported that the sample (B)(6), from "(B)(6)", was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided negative results (c-) with ID core xt analysis software v3.0.2. .

Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for dna sequencing. Next generation sequencing interrogated specific sequences: rh proximal promoter, exons 1-10, and portions of intron 2-3. The rh genotype detected by sequencing is a hybrid sequence of rhd exon2-intron2-exon3 within rhce gene. This hybrid sequence explains the failure of ID core xt to detect the 109bp insert in intron 2 resulting in a false negative prediction of c antigen in discrepancy with serology result. The effect of this novel hybrid allele on rhce antigen expression is unknown and further review of serology data is recommended. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with limitations of ID core xt assay described in the ID core xt package insert (limitations 1 and 9.7).